Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered detergent or cleaning solution remains inside the instrument channel and k-mount which caused the unit to be clogged. Additionally, the plastic covering had dents/ scratches, the bending section cover was cracked, the ob lens and the light guide lens were chipped and had worn out glue. Furthermore, the insertion tube had scratches and cut on the boot, the light guide tube had scratches and loose cover glass. The angulation for up/down knobs was loose and the labels were not properly glued. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, object was stuck in the channel on the evis exera ii colonovideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by inappropriate reprocessing by past users leaving detergent residue in the forceps channel. The event can be detected/prevented by following the instructions for use which state: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Precleaning the endoscope and accessories - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Brush the channels. Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Brush the instrument channel port." Olympus will continue to monitor field performance for this device.